Event description:
It was reported that the customer was experiencing low blood glucose of 24mg/dl and the paramedics were called. It was stated that while the customer was walking with her dog, she sat down and passed out. It was stated that the customer was not wearing the sensor at time of the event, and did not know that her glucose level was low. Advised the caller to have her daughter call back once she is able to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.